Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18839). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was not able to be interrogated during follow up. Several unsuccessful attempts with different programmers and wands were made. A suspected premature battery depletion was suspected. The device was explanted and replaced. The patient condition was fine.